Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to oversensing noise of the right ventricular (rv) lead. In addition, the right atrial (ra) lead exhibited oversensing noise due to a possible fracture. The rv lead was explanted and replaced. The ra lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.